Event description:
Information received indicates the brake pedal would lock, but the caster would still move slowly.

Manufacturer narrative:
The technician replaced 2 worn cams and 1 brake caster to resolve the issue.